Event description:
Information was received indicating that prior to insertion of a smiths medical portex ultraperc percutaneous dilation tracheostomy the guidewire was unable to be inserted into the needle. It was reported that there was no cannula on the needle. There was no reported patient injury or adverse effects.